Event description:
Device report from belgium reports an event as follows: it was reported that during a procedure on (B)(6) 2022, several drill bits wouldn't cut anymore. This report is for a 4.3mm drill bit qc/221mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: phone number reported as (B)(6). Reporter is a synthes employee. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp drill bit ø4.3 w/stop l221 2flute, the tip of the drill bit looks dull. No other issues were identified. A dimensional inspection for the lcp drill bit ø4.3 w/stop l221 2flute was unable to be performed due to [post manufacturing damage. Functional test was not performed as the mating device was not received. However; the alleged the will not cut/dull condition can be confirmed as the drill bit tip looks dull. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp drill bit ø4.3 w/stop l221 2flute would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: -spiralbohrer 2-lip dx.x mit anschlag drill bit 2-flute dx.x with stop ring drill bit for quick couplig. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.